Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed particles in the device as well as a non-baxter set which was returned with the set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eq bureta had dark particulate matter inside. The particulate was located in the solution. This was identified during priming, after 24 hours of reconstitution. The device was filled with an unspecified amount of saline solution mixed with an unspecified amount vancocin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that there was patient involvement, but there was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.